Manufacturer narrative:
Eval summary: no data regarding product identity was received i.e. No lot or serial number were indicated for the event; therefore, the device history record (DHR) could not be reviewed. The device remains implanted; therefore, no sample was returned, therefore, the condition of the product could not be verified. Because a sample was not returned and no lot number or serial number were indicated for this complaint, the root cause cannot be determined. Add'l info was requested. Erichev v.p. Microshunting procedure as a primary surgery in poag. Scientific research institute of eye diseases of the russian academy of medical sciences, 2014, 14 (2): 76-78. (B)(4).

Event description:
In a literature article entitled, "microshunting procedure as a primary surgery in poag," a pt was reported to have increased intraocular eye pressure which required a needling procedure and drug treatment. Add'l info was requested. There are seven medical device reports associated with the referenced article. This is the second report.